Event description:
It was reported that, "patient has groin and hip pain."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 38mm: cat# nls380000b, lot# 29438402. Restoration (tm) adm. Cup w/ha: cat# 1235-2-581, lot# g2943827. Restoration adm x3 ins 28/58: cat# 1236-2-858, lot# 34238401. 28mm std lfit v40 head, 6: cat# 260-9-128, lot# 36858404. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.